Event description:
Initially, it was reported by arjohuntleigh representative, door gas strut became detached. Door subsequently fell downwards but was prevented from hitting anyone by nursing staff. (Nobody was injured). Please refer MFR report # 9611530-2013-00161.